Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A hole was identified in the outer tubing due to wear at a corner of a fold for the cylinder. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.